Event description:
It was reported that the pump exhibited error code 41100. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed, and error code 41100 was verified. The device was visually inspected and there was a lifted downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the safety signal. As a result, the downstream occlusion seal was replaced and the pump error code was cleared and a software update was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.